Event description:
The complaint is classified based upon information the pt/layperson gave to the customer care advocate, cca, on april 17, 2008. The pt alleged that the blood sample did not draw into the test strip when testing at 8:00pm on two days earlier. The pt described correct sample application to the test strip. Reportedly, after the issue began the pt was shaky. She denied receiving treatment or medical intervention. The cca replaced all products. The complaint is classified as an adverse event because the pt alleged she had symptoms that can be associated with severe hypoglycemia after the issue began. The issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.